Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, and that it was discarded at the hospital. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned to the manufacturer.

Event description:
It was reported that during surgery, 2 crossfix devices did not function as intended. Surgery was completed with another device. No patient harm was reported but resulted in a 67 minutes surgical delay.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. 14 devices for various different complaints from the same customer were returned for evaluation in the same box, with no possible way of linking the devices to the corresponding complaint. Complaint was confirmed for 7 of them, and the root cause was determined to be a use error. The other 7 devices functioned as intended. An investigation letter will be sent to the customer. Device history record (DHR) was reviewed, and no anomalies were noted. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Further information received from the customer indicating that the surgical delay reported was an error, and that there was no surgical delay. New information indicate that this event is not FDA reportable. Correction : b1: no code selected. B2: no code selected h3 other text : not returned.

Event description:
It was reported that a crossfix meniscal repair device did not function as intended and sutures did not pass back though the meniscus. The surgery was completed using another device. A surgical delay of 67 minutes was reported. New information was received from customer stating that the delay time mentioned was entered as an error, and that there was no delay. Based on the new information, this event is not reportable.